Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 - medical product: oss rs non-mod plate long 59 catalog # 161022 lot # 688390 rs oss tib aug 10x55/59 univ catalog # rd122061 lot # 000970 tm tibial central cone sz xsm catalog # 42-5450-005-10 lot # 64815921 series a pat thn 34 3 peg catalog # 184786 lot # 111690 oss 4cm diaphyseal segment catalog # 150482 lot # 944480 oss rs 7 cm mod seg fmrl-rt catalog # 161011 lot # 067480 tm tibial central cone fix tib catalog # 42-5450-005-08 lot # 64987442 oss poly bumper lock pin catalog # 150510 lot # 856220 oss rs 12mm ls tibial bearing catalog # 161094 lot # 270810 oss reinforced yoke catalog # 150493 lot # 481510 oss rs poly fem bushings set/2 catalog # 161034 lot # 401080 oss poly tibial bushing catalog # 150476 lot # 855740 oss rs axle catalog # 161035 lot # 510230.

Event description:
It was reported patient has been indicated for revision due to femoral loosening. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Correction: h6 h6: suggested component code: mechanical g4-stem reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: femoral sz 7 catalog # unknown, lot # unknown. Tibial catalog # unknown, lot # unknown. Poly liner w/axle and yoke catalog # unknown, lot # unknown. Round patella catalog # unknown, lot # unknown. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.